Manufacturer narrative:
Medical investigation revealed that implant regio 26 fractured. Construction was a single crown placed on the implant. Bone loss and implant instability was caused by patient related periimplantitis. Fracture was finally caused by overloading.

Event description:
Implant fracture.